Event description:
Emt's were using electrodes to monitoring a 29 yr old male pt. The unit's monitor screen displayed a "check electrodes" message and a dashed line for an ECG trace. The unit's strips also showed a dash line for an ECG trace. The emt's obtained another set of electrodes but the message remained on the screen and the unit continued to display a dashed line for an ECG trace. They obtained another unit (MFR unknown) and monitored the pt. There was no adverse effect on the pt.